Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had gone into hibernation. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.